Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed; part number / lot number of device involved in the incident remains unknown. Device history records review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient experienced an unknown issue with their knee implant following knee arthroplasty. It is unknown what type of intervention was necessary. It was further stated that ultimately the patient's knee developed infection and loss of the leg.